Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The warranty seal is in tact and the sticker on the pump indicates calibration isn't due until july 2016. The flo steady pump was received with the following flo steady select software program versions: bam 4.4, mam 4.3, & iom 11.2. The pump was visually inspected for any signs of damage such as scratches, dents, or corrosion due to contamination. None were seen. A cassette tube set was inserted into the pump with a water source, shaver, and a joint test fixture with a pressure sensor transducer connected. Then pump was tested with a set pressure of 50 mm hg with a flow rate of 1.0 l/min. The pump ran for several minutes with the shaver outflow valve set open with a set pressure of 50mm hg while the pump's display screen indicated 0mm hg. When the shaver outflow valve was set half way, the pressure was approximately at 82 mm hg with the pump's display screen indicating pressure was below 25mm hg. A 25mm hg with the shaver outflow valve set open and half way are the correct pressure values when running in select mode at high flow rates. Also when the shaver valve was closed off completely the pump read a pressure of 60mm hg (which is the correct pressure value when running in select mode with no outflow). A hand pressure gauge was used to check the accuracy of the pump. The pump read all values within 5+/- of the set value. Then the pump was calibrated. Then the pump was retested with a set pressure of 50 mm hg with a flow rate of 1.0 l/min. The pump ran for several minutes and was able to maintain a set pressure of 25mm hg with the shaver outflow valve set open and half way (which is the correct pressure value when running in select mode at high flow rates). Also when the shaver valve was closed off completely the pump read a pressure of 65mm hg (which is the correct pressure value when running in select mode with no outflow). Also the pump was inspected internally to see if there were any damages to the components. None were seen. The root cause is calibration.

Event description:
It was reported that the pump was holding pressure too high.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pump was holding pressure too high.